Manufacturer narrative:
The reference (B)(4) has been allocated to this case. Rayner was advised by a us healthcare facility that a patient post rayone iol implantation had presented with possible toxic anterior segment syndrome (tass). Rayner has been advised by its in country representatives that the healthcare professional does not wish to officially report the incident and therefore further information is considered unlikely in this case. The aetiology of tass may be multi-factorial with numerous potential causes including but not limited to; bacterial endotoxins or particulate contamination of balanced salt solutions, intraocular irrigating solutions with abnormal ph, osmolarity or ionic composition, denatured ophthalmic viscosurgical devices (ovd), intraocular medications (antibiotics in the irrigation solutions or intracameral antibiotics), topical ointments, inadequate sterilization of surgical instruments and tubing, inadequate flushing of instruments between cases resulting in build-up of ophthalmic viscosurgical devices (ovd), preservative and metallic precipitate. Every batch of iols manufactured by rayner are tested for endotoxin and bioburden. Rayner's endotoxin acceptable tolerances are derived from bs en iso 11979-08 (2017) ophthalmic implants - intraocular lenses part 8 fundamental requirements. We have set our own limits for bioburden as there is no standard that prescribes acceptable limits. All lenses must test within acceptable tolerance of the respective limits prior to their release therefore a rayner microbiological cause for the onset of post-operative tass is extremely unlikely.

Event description:
On 3rd october 2023, rayner received notification from a us healthcare facility of a suspected case of post-operative toxic anterior segment syndrome (tass) following implantation of a rayone iol (model unspecified).